Manufacturer narrative:
UDI: unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from metallosis and pain. Update 10/21/2016 medical records received. After review of the medical records for MDR reportability, the right hip ((B)(4) - also asr) alleges high metal ion levels. The stem and taper sleeve are being added for the left hip as they cannot be excluded as the cause of the high metal ion levels. The complaint was updated on: 11/3/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.